Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot number (h11d04068) with no defects noted. The cause of the reported condition was undetermined as a sample was not received.

Manufacturer narrative:
(B)(4). As the patients are instructed to discard supplies after each therapy, the sample was not requested. Should additional information become available a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The facility administrator provided the following information on (B)(6) 2011: the family was from (B)(6) and came to the us for care under the sponsorship of an organization in (B)(6). The administrator indicated she does not feel that any of the baxter solutions, device or disposables were causally related to the patient's expiration. However, she felt that due diligence needed to be accomplished to ensure that the evaluation of all products confirmed that no relationship existed. An autopsy was performed, however results are not yet available. Upon receipt of the results she would provide that information to baxter. The cause of death was complete system failure. Once the child was taken to the ICU, the child was placed on a ventilator. The patient was at the children's hospital of montefiore during the final hospitalization and at the time of death.

Event description:
A caregiver contacted baxter home care services requesting a pick up of a homechoice machine due to patient expiration. Global pharmacovigilance (gpv) received additional information from the facility nurse confirming the date of a pediatric patient who expired on (B)(6) 2011. The nurse reported during (B)(6) 2011, the patient discontinued hemodialysis and began peritoneal dialysis (pd) therapy with dianeal ambuflex. On (B)(6) 2011, the patient was hospitalized for a reoccurring fever. The treatment was not reported. On (B)(6) 2011, the fever resolved and the patient was discharged. On (B)(6) 2011, (date unknown), the patient suddenly became ill following pd therapy. The patient was admitted into the intensive care unit (ICU). The peritoneal dialysis (pd) catheter was removed. The patient remained hospitalized. The nurse was unable to provide causality for the event. The nurse requested an evaluation of the dianeal solution the dianeal solution homechoice device and device cassette. It was unknown if the patient was connected to the cycler at the time of death. The patient was noted to be septic. No additional information was provided.